Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. She stated that she treated with a lot of insulin, but her blood glucose would not come down. She stated that she had dinner and a glass of wine. She treated with 9.5 units of insulin, then 3.5 more units, and later at night, she treated with more insulin. She woke up the next morning with blood glucose of 211 mg/dl. She stated that by lunch time her blood glucose was 471 mg/d after she had food. She treated with a bolus via insulin pump. She observed air bubbles present along the infusion set tubing length. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime. She confirmed that insulin pump exited at the quick release. She stated that she saw a large bubble come out of the infusion set and believed that his was what caused the high blood glucose. She declined to continue troubleshooting for the issue and advised that she would monitor her blood glucose levels.